Manufacturer narrative:
B3: event date: the event occurred in an unspecified date in september, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a vented paclitaxel set was incorrectly assembled. The blue clamp was mounted on the tubing inverted, which resulted in not fitting into the pump in the correct direction. This was observed during preparation, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was assembled in october 2023. H11: one actual device and a photograph of the actual device were received for evaluation; retention samples were also evaluated. Visual inspection of the actual sample and photo identified an inverted blue clamp. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak testing were performed on the retained samples, and no leak was observed. The reported condition was verified for the actual sample; however, not verified on the retained samples. The cause of the condition is related to the assembly process during manufacturing. A nonconformance had been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.